Event description:
Add'l info received on 7/9/97 indicates impeding erosion, distal migration of right cylinder, and malfunctioning penile prosthesis. Removed the cylinder and rte's on the right - "closed off the distal portion of the corpora cavernosa and reimplant the same cylinder and rte's." Left everything intact, the device was functional and there was no evidence of leakage.